Event description:
The customer reported that device shows a "power interrupted" screen message when this battery is in the device. The cadex charge also shows a "failed 128" when charging battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.